Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and high), indicating possible device malfunction. The pt has experienced an increase in seizures and could not feel stimulation, even after output current was increased to highest level (3.5ma). Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Lead break is suspected.